Manufacturer narrative:
The collect bag / tubing sets were not available for eval since they had been disposed of by the operator. A review of the operators's manual instructions in the cell therapy guide under mononuclear cell collection procedure and therapeutic apheresis guide under white blood cell depletion procedure on page 6-16 both clearly instruct the operator to utilize the plasma pump flow rate to control the hematocrit present in the collect line. The pt run sheets demonstrated a severe lack of attention by the operator, from the calculations performed to the use of two disposables that had passed their expiry date. On the first procedure, the expiry date was incorrectly transported as the manufacture date, while on the second procedure, the correct expiry date was recorded (6/09) while the procedures were both conducted in 2009. There was no failure of the product to meet manufacturing specifications. No other similar events for this lot number have been reported to date. Severe operator error in following clear operator's manual instructions, refusing to divulge procedural info during phone call to support specialist and blatant errors in mathematics and numerical transposition compounded to result in the adverse event incident. This report is being filed due to required medical intervention as a result of use error.

Event description:
Over three hours into the procedure, the operator contacted the caridianbct help desk by phone. The operator stated that he was using the collect pump flow rate to control the hematocrit, but the color gram was too dark. The caridianbct support specialist informed the operator that he should be using the plasma flow rate key to control the hematocrit in the control line per page 2-15 of the operator's manual. The operator stated that the pt's hematocrit dropped from 39.5% to 25.7% during the initial wbc depletion. This was compounded by a negative fluid balance of approximately 8.8% due to mathematical errors in the operator's addition and subtraction. The caridianbct support specialist suggested that the operator run a cbc on the pt and notify the attending physician of the results. The attending physician ordered a single rbc unit transfusion concurrent with a second wbc depletion procedure. While the correct flow controls were used during the second procedure allowing the depletion to be successful, mathematical errors surfaced again leading to a positive fluid balance of approximately 18.6% from original total blood volume. The pt is reportedly "doing fine" after the second wbc depletion procedure.